Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient had poor communication screen on the patient programmer. Patient reported poor communication and said she cannot recharge and wont connect with patient programmer either. Patient said she tried everything as this has happened once before. Patient said that she even pull on the ins to bring it closer to skin. Patient said that her device has always moved around. Patient is not able to communicate with recharger. The last time they felt stimulation was 1.5 months ago and last time they successfully charged was 1.5 months ago. Patient said the reason for not charging was that she received the reposition screen. Patient reported last charging session was more than one to three months ago. Patient was directed to health care professional (hcp) to address possible overdischarge. No patient symptoms or complications were reported in this event. Patient said this has happened once before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative. It was reported that the patient had always had trouble charging and getting a consistent connection. It was reported that charging would take hours. No further complications are anticipated.